Event description:
It was reported that battery jump issue occurred and customer emailed concern on (B)(6) 2026. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact customer by phone and left voice message, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.